Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that after use of a unspecified bd pen needle the ¿needle went through the shield¿ resulting in a dirty needle stick. There was no further report of injury or medical intervention reported.

Manufacturer narrative:
New information provided - "needle stick was prior to use" making complaint non- reportable. Event description updated to report needle stick occured before use resulting in a clean needle stick.

Event description:
It was reported that before use of a unspecified bd pen needle the ¿needle went through the shield¿ resulting in a clean needle stick.